Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump died after changing the battery and it did not boot up again. The insulin pump was not returned for analysis.